Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the device had a hardware low level alarm and an audio issue. The customer¿s blood glucose during the incident was unknown. The alarm was able to be cleared; however, no further details were provided. The device will not be returned for analysis at this time.